Manufacturer narrative:
Due to no returned product and limited clinical details, the root cause product damage to the sterile sleeve could not be determined.

Event description:
The user facility reported 63-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the sterile sleeve had a tear on the distal end. The tear was covered in tegaderm, and the pump will stay in place. No patient harm was reported.